Manufacturer narrative:
The device has not been returned to (B)(4) but was returned to (B)(4) (olympus (B)(4) sales & marketing) for evaluation. (B)(4) inspected the device and confirmed the following; the monitor screen was black due to a defect of the printed circuit board. The upper left corner of the bezel was cracked and deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, occasionally the monitor screen went black and the power indicator did not light up. The user replaced the device to another device and completed the intended procedure for inspection. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) concluded that the reported event may have been caused by the g1 board failure. The exact cause of the g1 board failure could not be conclusively determined, because the device has not been returned to omsc. However, the reported event was not a phenomenon immediately after delivery, so there is possibility that the g1 board failed due to an accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.